Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed component jp4 of power flex is damaged. Pins 1, 2, 3, 4, and 5 of jp4 are burned. The service technician replaced power flex and issue was resolved.

Event description:
The customer reported model palmtop ventilator revel shorted at the pigtail from the ventilator and the ac power adapter as well. At this time, it is unknown if there was patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.